Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose levels ranged from 390 (mg/dl) to 200 (mg/dl). During system check with tandem technical support air bubbles were observed in the infusion set tubing and coming out of the cartridge. Troubleshooting showed that the customer was not following the proper technique to fill a cartridge. Reportedly, the customer declined further troubleshooting regarding the reported issue.